Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support reviewed the log file sent by the customer and suspecting that the o2 safety valve is defective. Technical support is requesting for additional screenshot from the customer and sent instructions on how to do the o2 gas path test. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that alarm 379 (no o2 dosing possible) was triggered on their bellavista 1000 ventilator during use on a patient; and the ventilator was removed. Patient harm is not known at this time.

Manufacturer narrative:
Device evaluation update: d4, g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause. Failure is not reproducible anymore.